Event description:
It was reported by service report that the foot rails are too tight to pull up and down, there is no power, the power connector is broken and there is a missing power cord. No pt involvement or adverse consequences are reported.